Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05480. It was reported that oversensing was noted on the ra lead. The lead was explanted and replaced. The device was prophylactically explanted and replaced due to advisory. Patient was stable and continues to be monitored.